Event description:
A call to technical services was made on (B)(6) 2014 stating that this lead needed to be replaced. The reason for replacement was not known. There is no further information at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).